Event description:
During prepping, the guidewire kinked.

Manufacturer narrative:
Visual examination: the guidewire was returned coiled within a plastic bag. The guidewire exhibited bend-type kinks, 34.0, 97.0, and 157.0 cm proximal to the distal tip. No fractures were noted in the guidewire. The outer apex of the two most-proximal kinks were found to have ptfe material scraped off. There was no visually detectable blood residue nor any other indication of clinical usage. Dimensional examination: the outer diameter of the guidewire was found to be within dimensional specification. Although the exact cause for the guidewire damage could not be determined, similar damage has been observed upon removal of the guidewire from its sterile packaging and/or during manipulation.